Event description:
Boston scientific received information that this lead displayed a loss of capture (loc). It was found that the lead had become dislodged. The lead was explanted and replaced successfully with an epi-cardial lead. The lead was discarded by the hospital following explant. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.